Event description:
It was reported the rf (radio frequency) head cannot work. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported rf (radio frequency) head issue; the rf head failed uplink functional test. Rf head cable found out of electrical specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.